Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 3.1 pocket b5 was failed to open. A field service engineer inspected the drawer and found it to be fully recovered. Fse ran hardware test application on drawer all lids were opened including pocket b5. The system functioned as intended after the field service engineer investigated the device.